Event description:
Catheter placed 1996 for tpn. Removed 1996. Cuff was left in. 3 days later, pt called dr & said her chest was sore & infected. Compress applied and soreness left. 07/22/96, foreign body in upper chest found in mammogram. Turned out to be cuff. Cuff surgically removed 1996 & caused infection.